Manufacturer narrative:
Plant investigation: the complaint is not confirmed. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices (dn)s in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment.the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The blood leak was not visible to the staff. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The blood leak was not visible to the staff. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a.4.

Event description:
A supplies manager reported there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment.the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The blood leak was not visible to the staff. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.